Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Further information was requested but not received.

Event description:
It was reported that the immunocompromised patient presented with an infection. The implantable cardiac defibrillator (ICD), the right atrial, right ventricular and left ventricular leads were explanted due to infection. Additionally, the patient sustained a tear of the superior vena cava (svc) during lead extraction. The patient was stable prior to the procedure. Further information was requested but not received.